Event description:
The affiliate reported: the device was implanted via l-p shunt at 100mmh2o to the patient suspected with inph on (B)(6) 2014. The surgeon changed the setting pressure to 50mmh2o on (B)(6) 2013, because the patient had a walking disability. Since the patient¿s condition had not been improved, the contrast radiography was conducted on (B)(6) 2014 and it was found that the fluid did not flow through the valve and the lumber catheter. The lumber catheter was manufactured by other company. The revision surgery was conducted on (B)(6) 2014 due to the suspected occlusion of the valve and it was replaced to 82-3162 at 50mmh2o. The setting pressure of the removed valve was 50mmh2o. It was reported that the removed valve was split down in the middle and the blood was intruded into it at the revision surgery.

Manufacturer narrative:
Upon completion of the investigation, the valve was visually inspected and confirms the tears in the silicone housing. The siphon guard was no longer attached to the valve. What appeared like clamp marks were noted on the siphon guard, this is possibly the cause of the tear in the silicone housing. The valve could not be leak or reflux tested due to the tear in the silicone housing. Review of the history device records confirmed the valve conformed to the specifications when released to stock. The root cause of the tear in the silicone housing is probably due to user¿s error, what appears like clamp marks were noted on the siphon guard. As noted in the IFU silicone has a low cut/tear resistance. No other defects were found apart from the torn silicone housing the valve functioned. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.